Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of an introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined. The sensor was inserted into the upper buttocks on the adult patient. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or the upper buttocks ( for pediatrics only). Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.